Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure after stenting the right posterior descending artery (rpda) a proximal edge dissection was noted. The lesion had resistance requiring high pressure for stent delivery. This resulted in a proximal edge dissection of the posterior descending branch requiring the implantation of a second stent for dissection coverage. Angiographic results were now optimal. Cardiac enzyme testing done in 2009 revealed elevated cardiac enzymes, this was not an indication of myocardial infarction (mi). No additional event or patient information is available.

Manufacturer narrative:
Dissection, in the IFU, is a known adverse event associated with coronary stenting, and can be influenced by several factors. The IFU also states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention. Dissection and elevated enzymes are listed in the no fault risk assessment as no fault procedural complications. Elevated cardiac enzymes can occur as a result of many factors, including the normal percutaneous coronary intervention procedure due to balloon inflation temporarily restricting blood flow in the vessel. In this case, a conclusive cause for the patient effects and the relationship to the product, if any, cannot be determined.